Event description:
Six sets of sealed IV secondary tubing were found to have some sort of black residue in the chamber. Pictures attached. Lot#: 25043325, expiration date: 4/23/2028; lot#: 25043320, expiration date: 4/23/2028; lot#: 25053184, expiration date: 5/12/2028. Pt code: 4582. Device code: 2895. Reference report mw5176975, mw5176977, mw5176978, mw5176979, mw5176980.